Event description:
It was reported the device front panel blinking/flashing/continuing turning on. It has issues with front panel (blinking when connect a scope with it and no image.) The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address - the full address name of the facility name is (B)(6). The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not reproduced. Service repair noted the device was tested and inspected using test scopes and video processor and observed the image stabilized normally. No abnormalities observed, however, a worn out socket slider switch caused intermittent use of high intensity mode was found. Additionally, service repair found there is a sensor detector attached on right side of top cover. Scratches on top cover noted and can use as is. Olympus lamp life meter is reading at 300+hours, light output measured within range. Main power switch is up to date. The fan is running normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the front panel blinking and an image not being displayed could not be identified, nor could the phenomena be reproduced/confirmed. Olympus will continue to monitor field performance for this device.